Manufacturer narrative:
(B)(4). B5: describe event or problem correction. G3 date received by mfg addition information. G6 type of report addition information. H2: additional information/ device evaluation addition information. H6: adverse event problem correction.

Event description:
T was reported that a damaged wire occurred. The sensor was inserted on 02-28-2024. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Event description:
Physical damage.

Manufacturer narrative:
(B)(4).